Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) replaced the drawer controller and the module controller for drawer 5. The fse verified proper operation in both diagnostics and the application, replaced the inseparable components, and completed a visual inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and the rss was offline. The screen remained completely black despite attempts to reboot the system and change the power source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.